Event description:
The ge oec 9600 fluoroscopy system displayed an iris pot error and would not produce x-rays.

Manufacturer narrative:
A ge oec service representative investigated the issue an could not duplicate the malfunctions. The collimator clutch was tightened, as the only repair to the system. As a note, the iris pot error that appears displays a message for the user to press any button to continue. If this is not performed, the system will not produce x-rays until it is done. It is assumed by description that this was not performed and the system was taken out of service based on the iris pot error. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.